Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently not available.

Event description:
The affiliate reported during an acl reconstruction, when the reported milagro was inserted and initially engaged with the burr hole, it broke. It was brand new and the first use when the issue occurred. The backup device was used to complete the case. Additional information received via email from the affiliate on 4-12-1207. There is no information if all of the fragments were removed. There is no information if the insertion was off axis. There is no information what type of bone quality the patient has. There is no information if the original bone hole was used to complete the procedure. The surgery was delayed by 5 minutes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).